Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The instrument also generated diluent comparison errors. The volume of the leak was less than 50cc and was not contained within the instrument. The operator was wearing personal protective equipment of gloves, glasses and a lab coat when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and found the tubing at pv49 was cut and was leaking. The fse replaced the tubing at pv49 and the instrument ran without any leaks or diluent comparison errors. (B)(4).